Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. Thermal damage occurred at the wrist, with thick, black discolored char marks observed at the yaw pulley. Any material missing is likely to be thermally induced rather than mechanically induced. Upon disassembly of the distal clevis it was observed that the conductor wire was broken at the weld location to the base of the hook and had pulled out, causing thermal damage to the clevis when energy was activated. Once the silicone potting is compromised, it is possible that saline, blood or other conductive fluids go into the weld location and start dissipating energy and cause thermal damage and/or smoking. When energy was activated, the thermal damage at the weld location progressed and likely caused the conductor wire to pull out. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. A root cause investigation for this seperation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted total hysterectomy procedure, when the surgeon cauterized using a new permanent cautery spatula instrument a lot of white smoke appeared in front of the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.